Manufacturer narrative:
A patient lost effective coverage due to the s1 drg lead migrating was reported to abbott. It was also determined the patients scs and drg battery pockets were revised due to ipg migration. The s1 lead was explanted and replaced. Effective therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2022-06825, 3006705815-2023-00757. It was reported the patient lost effective coverage due to the s1 drg, drg, and scs ipg had migrated or flipped in the pocket. The patient underwent surgical intervention on (B)(6) 2023 where the lead was replaced and ipg's repositioned. Effective therapy was restored post procedure.

Manufacturer narrative:
A patient lost effective coverage due to the s1 drg lead migrating was reported to abbott. It was also determined the patients scs and drg battery pockets were revised due to ipg migration. The s1 lead was explanted and replaced. Effective therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.